Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ICD exhibited premature battery depletion. As such, the device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
No conclusion code available; the reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. Review of the device image noted that post-explant fuel gauge measurements and current consumption were higher than normal. The device was tested on the bench and high input current was observed. The cause of the high current was found to be a hybrid anomaly.